Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the caller stated that the reason for their call was because the patient had been experiencing intermittent vision loss in the last 7-10 days. The caller noted that the vision loss occurred the day of the call as well. They described their vision as blurry in and out. They were concerned about the issue, but it wasn't permanent. The caller stated that the patient got out of the doctor's office after they did an ultrasound of the patient's neck. The caller stated that they were concerned about a "blockage in the carotid arteries" to explain for the vision, but the results of the ultrasound "came out fine." The caller stated that the reason for the calling was to get their MRI compatibility for the patient's dbs system. It was reviewed that the compatibility was actually determined by the dbs doctor and the caller should follow up with them for further assistance. There were no further complications reported.